Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
At the initiation of the femoral distal cut, the saw blade came loose from the angled saw blade, falling into the joint cavity. Upon attempting to affix the blade on the attachment, the nut was stripped. This resulted in play between the ¿pancake¿ button and the blade. The procedure was completed robotically as a secondary angled saw attachment was gathered and worked efficiently. Bottom line¿ the nut seems to be stripped on the returning angled saw attachment. No adverse consequences were encountered. Case type: tka.

Manufacturer narrative:
Reported event: it was reported that at the initiation of the femoral distal cut, the saw blade came loose from the angled saw blade, falling into the joint cavity. Upon attempting to affix the blade on the attachment, the nut was stripped. This resulted in play between the ¿pancake¿ button and the blade. The procedure was completed robotically as a secondary angled saw attachment was gathered and worked efficiently. Bottom line: the nut seems to be stripped on the returning angled saw attachment. No adverse consequences were encountered. Case type: tka. Product evaluation and results: the product was not evaluated as the product was unavailable for inspection CAPA 2127499 has been raised for the same. Product history review: review of the device history records indicate 50 devices were manufactured and 49 accepted into final stock (including serial (B)(6) ) on 06/17/2017 with no reported discrepancies. Review of qt 17-06-0057 that the non conformance is unrelated to the failure alleged. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 212480, lot number 35030517 shows 5 additional complaints related to the failure in this investigation. The complaints are (B)(4). Conclusions: the failure could not be determined as the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event. H3 other text : device not returned.

Event description:
At the initiation of the femoral distal cut, the saw blade came loose from the angled saw blade, falling into the joint cavity. Upon attempting to affix the blade on the attachment, the nut was stripped. This resulted in play between the ¿pancake¿ button and the blade. The procedure was completed robotically as a secondary angled saw attachment was gathered and worked efficiently. Bottom line: the nut seems to be stripped on the returning angled saw attachment. No adverse consequences were encountered. Case type: tka.